Event description:
Reporter indicated that vns pt suffered a fall and was concerned that the ncp system may have been damaged. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by manufacturer revealed that the lead pin does not appear to be fully inserted into the generator header. Strain relief loop was not adequate and the lead is under the generator. Reporter stated that elevated lead impedance, indicates likely break in lead. Revision surgery is pending.